Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the fenestrated bipolar forceps instrument had an exposed wire sticking out. The site had gotten a new instrument and continued with the procedure. No harm to the patient and no fragments fell. The site confirmed the fenestrated bipolar energy failed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and damage was noted.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a broken grip cable at the distal end. Additionally, the instrument had damage to the conductor wire insulation, which was found near the distal pulley. Visual inspection found the wire to not be exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage.